Event description:
It was reported that during an unknown procedure, the hemoclip advanced and didn't fire. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a malformed clip jammed in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed 1 scissored clip, and then the remaining clip was formed as intended. In addition the device locked out as intended. It could not be determined what may have caused the jammed clip in the jaws and the scissored clip found during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.